Event description:
It was reported that the customer's pump screen was dark and would not turn on. The impact on the customer's blood glucose level was not reported, as the customer declined to provide this information. Technical support decided to replace the pump, and the customer planned to use a backup insulin pump to maintain insulin delivery.